Event description:
Boston scientific received information that this device was successfully implanted with the right ventricular dual coil lead in the triage configuration. All leads were connected to this device. Normal measurements were obtained, however, high out of range shock impedance measurements were obtained. Initially, it was thought this was due to the device out of the pocket. After placement into the pocket, wireless electrograms were enabled and were noisier than normal. Ventricular fibrillation (vf) induction was performed. Vf was induced and reverted with a 17 joule shock. The pocket was closed and the patient was weaned off sedation. Further interrogation revealed the shock impedance remained high out of range. As the 17joule shock was successful, it was thought, the distal coil connection was secure. However, due to the noisy electrogram and out of range shock impedance measurement, it was thought there may be an issue with the proximal terminal pin connection. The patient was sedated and the pocket was re-opened. The proximal connection was found loose in the header. The port was vented with the torque wrench and the lead was fully reinserted and the set screw was tightened. A lead tug was performed to confirm a secure connection. The shock impedance measurements were within normal range. All other measurements were normal and the pocket was reclosed. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this device remains implanted and no additional information is expected. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.